Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Requested but not returned by hospital.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2016 due to pain. The acetabular cup, modular head, and taper adapter were removed and replaced.